Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtbb1d1, ICD, implanted: (B)(6) 2014; 1388t, pacesetter, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that a day post generator and rv lead revision, the patient had diaphragmatic stimulation from the left ventricular lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.